Event description:
Incident #1: the pt performed a blood glucose test on the suspect device and obtained a reading of 500mg/dl at 5pm. Pt then injected insulin on a sliding scale based on the reading. At 9:30pm pt was found unconscious. Paramedics were called. Pt's blood glucose was not checked on the device at this time. The paramedics tested on their device and obtained a reading of 31mg/dl. Pt was given an intravenous and glucose gel. Incident #2: the pt tested the blood glucose on the suspect device at 5pm and the result was 398mg/dl. At 9:30pm pt became incoherent. Paramedics were called and treated with intravenous and glucose gel. 30 to 45 minutes later, pt's blood glucose was 398mg/dl on the suspect device and 110/112mg/dl on the paramedics device.